Event description:
Customer reports one incident of a blood leak on use #18 at the onset of pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Estimated blood loss was 150 cc's. Treatment was resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.